Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2023-01869. It was reported that the patient's lead exhibited high impedances and the ipg had become unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2023 where in the lead and ipg were explanted and replaced to address the issue.